Manufacturer narrative:
The implant(s) was not returned and instead the investigation will be done based on the received image(s). The image(s) was reviewed and the complaint condition for broken fibula tensioning cap could be confirmed as the image shows a portion of the cap broken off and separated. As the implant(s) was not returned, an as received condition, dimensional inspection, material, or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation, no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, there was a piece of cap broken. It is unknown how this happened but when the cap was unscrewed, a small piece was left behind. Procedure outcome and patient status are unknown. This report is for a fibulink® syndesmosis repair kit/ss. This is report 1 of 1 for (B)(4).